Manufacturer narrative:
Block b3: exact date unknown, event occurred in early of 2024. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: 7074668. Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: exact date unknown, event occurred in early of 2024. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.